Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices had lock not working: 1 or 2. You reported '2' devices are being returned. Is 1 actual and 1 representative (unused) sample being returned; did the issue occur during first activation; please send email when lot number becomes available. How was the case completed?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the reservoir was connected to a drain. During the procedure, the lock of the reservoir did not work. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. During sample evaluation, it was verified that the plate was able to be opened and closed without any issue. All components are in place and in good conditions as well as the end device function properly. The sample does not have any broken or damaged components that could have affected its function. It is determined that the reported complaint is not related to manufacturing process and other external caused could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer¿s control.

Manufacturer narrative:
(B)(4).